Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The technician found a frozen 3-way valve in the "open to tank" position and a main side shunt valve was stuck. The technician replaced the 3-way valve and cleaned the shunt valve. Functional tests were performed and the unit was checked using pcload. It was verified that the unit meets factory specification and a electrical safety test was successfully performed. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
According to the customer: it was reported that the warm water in the hcu30 melts down the ice block prematurely. (B)(4).